Event description:
A customer from the united states notified biomérieux of the misidentification of candida dubliniensis as candida albicans in association with the api® 20 c aux test strip (ref. 20210, lot 1007131040) when testing a cap survey strain. The customer tested the survey strain twice, both tests identified the survey strain as candida albicans. The expected result of the survey was c. Dubliniensis. The customer also performed quality control testing using the api® 20 c aux test strip lot 1007131040, the results were within range. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. Biomérieux has initiated an internal investigation.

Manufacturer narrative:
Biomérieux conducted an internal investigation in response to a customer complaint of the misidentification of candida dubliniensis as candida albicans in association with the api® 20 c aux test strip (ref. 20210, lot 1007131040) when testing a cap survey strain. The cap survey strain was subcultured onto sabouraud dextrose agar and confirmed to be candida dubliniensis via the vitek® ms with knowledge base version 3.0. Biomérieux then tested the survey strain using product retains of the customer lot 1007131040 and retains from reference lot 1008005600. Both lots identified the survey strain as candida dubliniensis. A comparison between the results obtained by biomérieux and the customer¿s results showed the customer obtained a false positive reaction for the xyl test. Biomérieux obtained a negative xyl reaction in both the customer and reference lots. Biomérieux also tested both lots in duplicate using the quality control strains listed on the package insert, candida guillermondii atcc® 6260¿, candida glabrata atcc® 15126¿ and cryptococcus laurentii atcc® 18803¿. All organisms were identified correctly by both the customer lot 1007131040 and reference lot 1008005600. The misidentification result obtained by the customer was not reproduced. The api® 20 c aux test strip lot 1007131040 is functioning as intended.